Manufacturer narrative:
(B)(4) - burning sensation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. Prior to the procedure, the patient did not experience urinary incontinence. A couple of weeks following surgery, the patient began experiencing incontinence. The patient has also been experiencing vulvar itching/ redness and burning since the device was placed. The patient has seen her physician for both issues. The physician prescribed an ointment to treat the itching and redness. The patient has had no results with this treatment. The physician has recommended collagen injections around the bladder and self catheterization for the incontinence. The patient has declined further treatment. No additional information was provided.